Event description:
The atrial and ventricular lead impedances both went above 3000 ohms and there was no capture immediately following implant. The doctor re-opened the pocket to check the set screws. The device remains implanted at this time.